Manufacturer narrative:
On 06-mar-2021, thermo fisher scientific identified that the incorrect module 1 script was installed on the ruo system. The incorrect module 1 script resulted in all negative control wells being named "nc" as opposed to nc1, nc2, nc3, and nc4. This caused the software to treat the negative control wells as patient samples; the negative control values were not assessed for their performance. On 01-mar-2021 (prior to awareness of the issue) the ruo system was updated to ruo software (B)(4), which included module 1 scripts with the correct negative control nomenclature. Customer was using the incorrect (B)(4) script from (B)(6) 2020 through (B)(6) 2021. Investigation is underway and the root cause has not been identified. Additional information, including any results identified during data file review, will be provided via a follow-up MDR..

Event description:
On 06-march-2021 thermo fisher scientific identified that the customer was running the ruo labeled taqpath" covid19 high throughput combo kit, while using ruo workflow and ruo hardware/components, with a software script that caused the wrong sample designation used to identify the 4 negative controls on the sample plate. The incorrect sample designation identified all negative controls as "nc" instead of the correct sample designation of nc1, nc2, nc3, and nc. Therefore, "nc" was treated as if it were a patient sample, not a negative control. This could have resulted in potential false positive calls as the plate would not have been invalidated if negative control failed. Thermo fisher scientific has not confirmed whether false positive calls were produced and whether they have been reported out of the laboratory.

Manufacturer narrative:
On 06-mar-2021, thermo fisher scientific identified that the incorrect module 1 script was installed on the ruo system. The incorrect module 1 script resulted in negative control wells being named "nc" as opposed to nc1, nc2, nc3, and nc4. This caused the software to treat the negative control wells as patient samples and therefore the negative control values were not assessed for their performance. Thermo fisher scientific has confirmed that the root cause was installation of incorrect module 1 script on the ruo system. Thermo fisher is still pending feedback from pathgroup as to whether patient samples were impacted. Thermo fisher scientific will submit another follow up MDR (#2) once additional information is available.

Manufacturer narrative:
On 06-mar-2021, thermo fisher scientific identified that the incorrect module 1 script was installed on the ruo system. The incorrect module 1 script resulted in negative control wells being named "nc" as opposed to nc1, nc2, nc3, and nc4. This caused the software to treat the negative control wells as patient samples and therefore the negative control values were not assessed for their performance. Thermo fisher scientific has confirmed that the root cause was installation of incorrect module 1 script on the ruo system. Thermo fisher is still pending feedback from pathgroup as to whether patient samples were impacted. Update 20-may-2021: thermo fisher scientific received confirmation from the customer that after analysis of the corrected files, less than 100 patient samples were impacted by the incorrect module 1 script error and were reported as false positive. Thermo fisher made 3 due diligence attempts to obtain an exact number of impacted samples; however, the customer has not provided this information. Customer indicated that they would send corrected reports to the ordering physicians with patients affected by the error.